Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that the patient had their ins replaced yesterday. The reason for the replacement was that the battery was down to where it had to be replaced. 2 weeks ago the patient went to the hcp who determined the battery needed to be replaced and called the surgeon. The surgeon arranged the replacement. The rep was there in the or. Patient services asked if the hcp said if the battery depletion was normal or not. The patient said not, it was not doing its job anymore. The patient said that was the 4th battery that they had replaced. The patient said the battery only lasted about a year. It took so much voltage for the patient. The rep talked to the wife about a rechargeable device. The patient asked how to get a hold of the rep, and they were redirected to the hcp. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient's device was implanted on (B)(6) 2018 in (B)(6). The patient did not know the cause. They stated that their activity level dropped considerably due to the effectivity of the device. The programming was checked every 4 months by their hcp in (B)(6). They did not know if the issue resolved, but based on prior units they would say no. There were no further complications reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.